Manufacturer narrative:
(B)(4). Method: no testing methods performed.

Event description:
As reported, the surgeon was in the middle of a case and the tip broke off the scissor. It was also reported that there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.